Event description:
It was reported that pump touchscreen became frozen and stopped responding to customer input, even though screen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, completed reset, and was then able to interact with pump screen again, resolving issue.